Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown; no additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during a volume test, the pump was under-infusing. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced expulsor assembly due to inaccurate delivery to the manufacturing specifications. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Additional information received on 17-aug-2022 via email and attached in complaint object: failure occurred during testing and not with a patient. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., correction: model number: 6500 correction: device manufacturing date: 15-dec-2011.